Event description:
A 4.0mm diameter by 15mm length stent delivery system was inserted for treatment of a 90-95% lesion in the right coronary artery. The calcified lesion was not pre-dilated prior to the insertion of the delivery system. The stent was successfully deployed at the lesion site, which was located on a bend in the proximal portion of the artery. After deployment, it was reported that the physician felt a stent weld on the exterior wall of the vessel was broken leaving a large gap. The physician attempted to re-cross the lesion with other stents to treat the gap. The area was left without further intervention. Procedure images revealed a 95% lesion located on an angled bend in the proximal right coronary artery. There was no pre-dilatation performed prior to the stent placement. Images post stent deployment revealed a separation on the exterior bend of the artery. The stent weld appeared to be intact on the opposite side of the gap. The lesion appears to be the cause of the gapping. The stent weld appears to be positioned on the inferior portion of the artery opposite the gapping caused by the lesion on the exterior border. It is possible that when a stent is deployed on an angle, the stent struts could separate, giving the appearance of detachment. The right coronary artery was widely patent post stent deployment. The pt was reported to be fine post procedure and there were no add'l clinical sequelae reported related to the event.